Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2015 with the following findings: during investigation, the pump was powered on and revealed a dim and discolored display. A visual inspection of the pump revealed multiple cracks in the battery compartment. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/08/2015.